Event description:
Co does not believe it pertains to a sims deltec product. The reporter appears to be complaining about epidural drips, deltec does not MFR or distribute such a product. The reporter also stated that "pca's will always be better pain mgmt" therefore co do not believe that cadd pca pumps are the subject of the medwatch report.